Manufacturer narrative:
Section d update: no previous surgeries were reported by the physician or facility. As it was not clear what device was previously implanted and an ipp was received, the complaint was updated to an ipp device. Upon receipt of the cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak and pressure tested, and examined using a microscope. Cylinder 1 outer tubing was detached at the medial portion of the body that was most likely from tool or sharp instrument damage during explant. Fabric thread tubing was found to be wrinkled from the detachment. Cylinder 1 therefore, was unable to perform leak and pressure test due to the identified damage. Cylinder 2 had wear at a fold on the medial portion of the body and no leak was found therefore, cylinder 2 was pressure tested and passed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. All kink resistant tubing (krt) was worn down to the filament by the strain relief junction. No leak was found. Reservoir krt section had a window quick connect intact undamaged and was cut off prior to functional testing. The ms pump was functionally tested and did not pass inflation 1 and activation 2 test. The analysis identified pump inflation and activation issues could affect the functionality leading to a device malfunction. Product analysis was able to confirm the inflation issue however, was unable to confirm the clinical observations of a hole or perforation, bulge and fluid leak.

Event description:
It was reported that the patient was having issues inflating the inflatable penile prosthesis cylinders. During the revision surgery, it looked as if there was a fluid bulge at the base of the left cylinder. The outer layer of the device was peeled back and fluid was stuck in the base of the cylinder. Upon explanting the device, the cylinder burst. A new ambicor penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient was having issues inflating the ambicor cylinders. During the revision surgery, it looked as if there was a fluid bulge at the base of the left cylinder. The outer layer of the device was peeled back and fluid was stuck in the base of the cylinder. Upon explanting the device, the cylinder burst. A new ambicor penile prosthesis was implanted. No patient complications were reported.